Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
Per the clinic, the patient experienced a skin flap necrosis (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient internal magnet was extruded during MRI due to MRI magnetic waves. The patient developed an infection at the implant site. The patient underwent a skin flap revision and magnet has been repositioned. However, the issue did not resolve. The patient was reimplanted with another cochlear device on (B)(6) 2022. This report is submitted on january 29, 2024.

Manufacturer narrative:
It was reported that the patient also experienced skin breakdown at the implant site. The patient was placed under general anesthesia for the surgery on (B)(6) 2022. Device analysis report attached. This report is submitted on february 27, 2024.